Event description:
It was reported that the user¿s ilet cartridges would not engage with the pump¿s luer-lock interface, preventing attachment despite trying multiple cartridge boxes, which suggested a device interface issue rather than a supply defect. Symptoms included interruption of insulin delivery due to inability to attach a cartridge. Outcomes included need to shut down the device, use cgm independently, and replacement of the ilet to restore therapy. Investigation included device troubleshooting with the user, verification of shipping information, and arrangement for device return and replacement. Investigation of this case revealed a suspected mismatch or dimensional incompatibility at the luer-lock connection on the pump side, consistent with a device mechanical interface problem of the cartridge-to-pump component. It was concluded, based on previously established findings for similar reports, that the cause was device-related mechanical incompatibility at the cartridge connection.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.